Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hh11bex device (a) was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter movement was evaluated and it functions as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The hh11bex device (b) was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter movement was evaluated and it functions as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The hh11bex device (c) was returned sterile and in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The cutter movement was evaluated and it functions as intended. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The hh11bex devices (d-g) were returned in good physical condition. The probes were connected to a test holster and control module, initialized, and functioned properly. The cutter advances and retracts as intended during functional testing. The probe was fully functional and conforming to manufacturing requirements. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record review was performed and no anomalies were found during the manufacturing process. Devices b,c, d-g additional information: batch # f9g2c2r; expiration date: 02/2014; manufacturing date: 03/2009.

Event description:
It was reported that the first probe tried wouldn't transition forward during initialization. A second probe was tried and the second probe wouldn't initialize as the cutter transitioned forward. The customer attained a third probe from a different lot and the case was completed with no patient consequence.